Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient arrived in the ER after receiving vibratory alerts and device was in backup mode. Patient was symptomatic with palpitations and difficulty breathing due to chest vibrating and buzzing with device pacing. Device firmware was reloaded successfully and normal functions were restored. Device was reprogrammed. Patient was stable and discharged from the ER.